Event description:
Per the user facility, the device displayed readings higher than expected. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6. Correction: follow-up report submitted to document the device log files were not available for evaluation.

Event description:
No new information.